Event description:
Pt to receive a bak/proximity implants (13mm x 24) at 4/5. (Note: a 15mm alignment guide was used in this procedure.) The first 13mm bak/proximity cage was implanted successfully. Carefully positioned second cage next to first cage and upon attempting to remove driver the driver became stuck, the medial threaded paddle of driver was catching the first cage. The paddle eventually broke off the driver, through manipulation in an attempt to remove the driver from the surgical field. Surgeon attempted to use the same implant driver to reposition or remove the second cage. In the process, the other threaded tang broke off. Next, surgeon used a 13mm retainer rod to thread into cage in an attempt to reposition or remove cage. This was threaded further than recommended onto the cage and the retainer became stuck in cage. A vice grip and mallet were used to remove cages. Vice grip was tightened around retainer rod and a mallet was used to strike vice grip in upward direction, essentially stripping the cage from the disk space. Both cages were removed in this manner. Surgeon decided to complete case cliquely using a 15mm x 24 bak cage. X-rays were taken, but unavailable at this time. Disc space was packed with pt bone and cancellous chips.